Event description:
It was reported that duirng a percutaneous transluminal coronary angioplasty procedure, as the catheter was being advanced along the guide wire, the catheter tip separated and remained on the guide wire. The device was replaced and no pt injury was reported.